Event description:
It was reported that, the device was not able to be interrogated. No intervention has been performed. The patient was stable.

Manufacturer narrative:
Reported event of failure to interrogate was confirmed. Interrogation of the device revealed ¿device reset has occurred¿ alert upon receipt. Reset error was reproduced during analysis. Analysis of the device image revealed that the alert occurred due to hardware reset error associated with a juno ic anomaly in the hybrid. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity.

Event description:
Additional information was received that the device was explanted and replaced to resolve this event.